Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir compartment cannot hold the reservoir in the insulin pump. Customer's blood glucose was unknown. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device had broken battery tube threads, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted. (B)(4).